Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted during testing. The device was received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and missing end cap sticker.

Event description:
Customer reported that her blood glucose level was over 600 mg/dl prior to the call. Customer stated that a filled in circle was visible on the display screen and a failed battery test was returned. During troubleshooting, customer received another failed battery test. Blood glucose level was 232 mg/dl at the time of the call. No further information was provided.